Manufacturer narrative:
Additional information provided in: h6 (evaluation conclusion code).

Event description:
It was reported that the patient visited the hospital due to inflammation of the urethra on 15feb2020. The cuff and pump of the artificial urinary sphincter were removed but the balloon was left implanted. A new aus device was implanted on the same date and the patient was treated for the inflammation. Following the surgery the patient got better.

Event description:
It was reported that the patient visited the hospital due to inflammation of the urethra on (B)(6) 2020. The cuff and pump of the artificial urinary sphincter were removed but the balloon was left implanted. A new aus device was implanted on the same date and the patient was treated for the inflammation. Following the surgery the patient got better.